Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Additionally, the field e1 (initial reporter fax) was updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that versacross connect access solution kit has been selected for use for a watchman procedure. During the procedure, the physician mentioned that they had difficulty advancing the dilator/sheath over the mechanical guidewire, and eventually getting it stuck. The dilator/sheath and guidewire were removed altogether from the patient where the guidewire was only able to be removed from the tip of the dilator, and the procedure was completed successfully by re-attempting with the same kit. No visible issues were observed upon removal from the packaging and the dilator was noted to be slightly re-shaped prior to use. No patient complications reported. Product is not expected to return as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is anyfurther relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that versacross connect access solution kit has been selected for use for a watchman procedure. During the procedure, the physician mentioned that they had difficulty advancing the dilator/sheath over the mechanical guidewire, and eventually getting it stuck. The dilator/sheath and guidewire were removed altogether from the patient where the guidewire was only able to be removed from the tip of the dilator, and the procedure was completed successfully by re-attempting with the same kit. No visible issues were observed upon removal from the packaging and the dilator was noted to be slightly re-shaped prior to use. No patient complications reported. Product is not expected to return as it was disposed of at the facility.